Event description:
User reports complete blockage while drawing in medication with syringes item 831365, lot number 59932c.

Manufacturer narrative:
The affected device was returned to the cmo on 08-02-2023 testing, during device testing the cmo found no irregularities and the device was found to be in good working condition.

Event description:
User reports complete blockage while drawing in medication with syringes item 831365 lot number 59932c.

Manufacturer narrative:
Production records investigated for lot number 59932c. The testing showed no indication of abnormalities or malfunction at time of production.